Event description:
In 1998: bilateral augmentation with saline implants above the muscle. One ruptured - replaced 2002. Now desires to be smaller. In 2008: pt underwent bilateral implant removal - augmented with mentor 275 cc mod + gel.